Event description:
"Pulse oximetry electrode was noted to be separated from adhesive." What was the original intended procedure? Oxygen saturation (spo2) monitoring.

Manufacturer narrative:
The evaluation associated with this report was provided to the u.s. FDA in a letter dated 11/09/2011 in response to an additional information request. This is a follow up to the user facility report submitted and received by masimo. (B)(4).